Event description:
Boston scientific received information that during a device interrogation the battery status was good, but the magnet rate indicated elective replacement near (ern). It was noted that the patient is pacing dependant. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.